Event description:
It was reported that pump displayed malfunction alarm that showed malf 12 with fault code 12-0x2071, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed malfunction did not recur after reset, was advised to continue using pump and to call back if malfunction returned, and acknowledged instructions.